Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a faulty display (corrupted info on lower half of the screen); this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time. This is a colleague pump returned to baxter technical services where faulty display, corrupted info on lower half of screen was reported. There was no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty display (corrupted information on lower half of the screen) was confirmed during product evaluation. This condition was caused by a faulty main display that contains duplicate images. The main display was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00.